Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The piece on the top of the broach where the broach handle attaches broke off. And yes, it broke into two pieces, both were retrieved and are being sent back.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the male attachment on the size 6 actis broach severed from the body of the broach when trying to be removed from the femoral canal during a surgery. Once this broke there was no attachment to remove the broach from the canal. Broach was finally removed with an osteotome. Surgical delay for 30 minutes to an hour.